Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. 12352576, 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted -no". The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), blood urine present ("bladder or urinary problems or changes: blood in urine"), weight increased ("weight gain/loss specify which one: weight gain") and depression ("depression"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, blood urine present, weight increased and depression had not resolved. The reporter considered blood urine present, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, additional lot no, concomitant disease, new events menorrhagia, vaginal haemorrhage, blood urine present, weight increased, depression and medical device monitoring error added. Outcome for the events pelvic pain, menorrhagia, vaginal haemorrhage, blood urine present, weight increased, depression added as not recovered/not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 12352576, 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted -no". The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), blood urine present ("bladder or urinary problems or changes: blood in urine"), weight increased ("weight gain / loss specify which one: weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating."). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menstrual disorder ("abnormal periods"). The patient was treated with ibuprofen, fluoxetine hydrochloride (prozac) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, blood urine present, weight increased and depression had not resolved and the dysmenorrhoea, abdominal distension, abdominal pain and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, blood urine present, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in 2008: everything was in place . Batch number: 12352576 expiration date: 2009-12 manufacture date: 2008-04 . Batch number: 626400 expiration date: 2009-12 manufacture date: 2008-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received event " dysmenorrhea (cramping),bloating, abdominal pain,abnormal periods " were added. Patient information and lab data added. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 12352576, 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted -no". The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), blood urine present ("bladder or urinary problems or changes: blood in urine"), weight increased ("weight gain / loss specify which one: weight gain") and depression ("depression"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, blood urine present, weight increased and depression had not resolved. The reporter considered blood urine present, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Batch number: 12352576 expiration date: 2009-12 manufacture date: 2008-04. Batch number: 626400 expiration date: 2009-12 manufacture date: 2008-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.